Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient called to find out to see if their implant had a warranty as they were looking to switch over to a different manufacturer. Patient noted their insurance was giving them a hard time and wanted to know about any warranty. Patient shared previously documented information in that they fell, broke their wrist but added on that they tried meeting with a manufacturing representative to check out the implant but no one came out. Patient noted they could feel the implant a lot more and felt electrical pulses coming from the device. An email was sent to the patient with limited warranty information included.